Event description:
Break in sterility. Drape has been changed and the new one is not rigid enough and has a tendency to collapse on pt's knee after prepping has been done. Inspite of careful handling of the drape, rptr has had a problem with this drape on the two occasions it was used. This center was advised on 09 may 1996 by letter from the firm that in august 94 they changed to a heavier adhesive and in august 95 improved the drape by changing the film thickness, increased from 1.5 mil to 2.0 mil. A quality history review by the rptr's supply office, found procurements were expended and they have no record of any quality complaints. Annotation has been made to procurement unit of customers' preference for the other brand. The product description indicates the labelling/marking of shipping container shall include a legend: "store at controlled room temperature 15 degrees - 30 degrees c (59 degrees - 86 degrees f)" or similar commercial legend. Supply office is considering subject complaint as an isolated incident.